Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer also reported receiving false low predict alerts when their blood glucose was 150 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported no bent cannulas were observed with their past sensors. The customer was advised that the device would be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.